Event description:
This is report 2 of 2 involved in this event. This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The peritonitis manifested as cloudy effluent and abdominal pain. The patient did not require hospitalization. The patient was treated with vancomycin intraperitoneally (ip) (1gm, frequency not reported) and fortaz ip (1gm, frequency not reported) for the event. At the time of this report, the patient had not yet recovered from the peritonitis and was continuing treatment with vancomycin and fortaz. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient passed away. The cause of the death was unknown. It was unknown if the patient had recovered from the peritonitis prior to passing away. It was unknown if an autopsy was performed. No additional information was available. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd895797 and gd896118 with no issues noted during the manufacturing process. There were no deviations from standard procedure. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should relevant additional information become available pertaining to the reported event, a follow-up report will be submitted. This is the same patient as (B)(4).